Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a, g, b, c and d grids, remedial action required, remedial action # and manufacturer narrative. Omit : b21 - type of investigation not yet determined. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.